Manufacturer narrative:
The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of returned item shows that the dovetail on articulating component on one side is flared and the other side is compressed due to improper alignment of instrument, also signs of gouging as well. It is likely that the problems encountered are related to surgical technique. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. The complaint is considered confirmed as the returned device is damaged and the state of the locking mechanism would not permit its mating with an appropriate tibial component. A summary of the investigation is being sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a knee arthroplasty that the articular surface would not assemble with the tray. This resulted in a delay in procedure of approximately fifteen to twenty minutes. Another articular surface was used to complete the procedure. No adverse events have been reported as a result of the malfunction.